Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿during emergence phase, lidocaine tubing noted to be running wide open after disconnecting pump tubing from pump. Ce investigated unit and tested unit. Ce could not duplicate the issue and reporting findings to risk. Appears to be tubing malfunction." On follow up the hospital contact indicated the patient had suffered moderate temporary harm, although no specific details were available.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿during emergence phase, lidocaine tubing noted to be running wide open after disconnecting pump tubing from pump. Ce investigated unit and tested unit. Ce could not duplicate the issue and reporting findings to risk. Appears to be tubing malfunction." On follow up the hospital contact indicated the patient had suffered moderate temporary harm, although no specific details were available.